Manufacturer narrative:
The product was not returned for analysis. The reporter stated that the company lens was replaced with a monofocal lens. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. According to the instructions for use (IFU), patients implanted with the company intraocular lens (iol) may experience bothersome visual disturbances, which in some cases may be significant enough to lead to a request for iol explantation. Additionally, the IFU notes that most patients are likely to experience a reduction in contrast sensitivity compared to those implanted with a monofocal iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).

Event description:
A consumer reported that after cataract surgery with intraocular lens (iol) implantation, he experienced blurry vision. He was not happy with the vision. He could see street signs slightly at about 20 feet. Consequently, the lens was removed and replaced with a monofocal lens in a secondary procedure. The clinical reason for explant was that the patient had very dry eye and was not tolerating the iol. Additional information was requested, but no further information is available.